Event description:
During the index procedure 6 in.pact 018 balloons, 1 hawkone and an amplatz gooseneck snare were used to treat the patient. Post procedure patient suffered re-occlusion of the right superficial femoral artery stent. Patient denied rest pain and claudication; however, patient had not been walking more than a block since the procedure. On examination, pedal pulses were nonpalpable. A non-invasive arterial study was performed and demonstrated re-occlusion of the right superficial femoral artery stent. The patient already underwent two other procedures within the year. Given the multiple recurrences of right superficial femoral artery stent occlusion. The patient agreed to continue medical and conservative management therapy since patient already failed three endovascular therapies on the right leg. Patient was advised to start aspirin 81 mg and xarelto 2.5 mg. Patient not recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.